Event description:
The stent (subject device) was returned for analysis and it was discovered that the stent (subject device) deployed prematurely during use and the stent (subject device) delivery wire (sdw) was broken/fractured during use. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection it was found that the stent delivery wire (sdw) was returned inside the microcatheter, it was stuck inside. The stent was found to be deployed. The sdw (stent delivery wire) was found to be severely kinked/bent and broken/fractured. The stent was found to be intact. The stent introducer sheath was not returned. A functional inspection was unable to performe as the returned stent was found to be deployed. An attempt was made to remove the sdw (stent delivery wire) from the catheter. The catheter was cut to remove sdw (stent delivery wire). The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint code was unable to be confirmed as the stent was returned already deployed from the introducer sheath. However, the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported, checked the stent normal and delivered it in catheter. However the stent could not be pushed out of catheter to the target vessel. Replaced the stent and microcatheter with new ones to deploy successfully. Additional information received indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was severely tortuous. The stent was returned for analysis in its deployed state, the sdw was kinked and broken/fractured to the distal tip. It is probable that the stent was unable to be advanced to the target area and the device was damaged due to the tortuous nature of the patients anatomy. An assignable cause of procedural factors will be assigned to the reported ¿stent difficult/unable to advance or pullback through catheter¿ and to the analyzed ¿sdw kinked/bent¿, ¿stent deployed prematurely during use¿, ¿sdw broken/fractured during use¿, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.